Event description:
It was reported that the pt experienced both overdose and underdose symptoms. Approx 4-5 months ago, the pt's pump was refilled with compounded baclofen. Eight weeks after the refill, the pt experienced extreme hypersensitivity and her legs would shake upon being straightened. After a couple of weeks, the pt seemed improved and was able to sit up straight and was doing better than prior to the refill. The hcp was uncertain about why the pt had an improved condition, but suspected that the pt "was on too much baclofen". The pt's tone had returned prior to the refill scheduled for 2009. Two bolus doses were given on that date. The following day, the pt was difficult to awaken. The hcp believed that she had overdosed and admitted the pt. The pump was turned off for an hour and then turned back on, programmed to deliver 96 mcg. The previous dose was 600mcg. The next day the pump rate was increased to 400 mcg and then decreased on the next day. The pt continued to have difficulty keeping her head up and the dosage was decreased to 150 mcg three days later. The compounded baclofen was sent for testing. Results were not known at the time of the report. The rptr indicated that they don't believe anything was wrong with the pump or catheter at this time, but suspected that the dosage was incorrect. No other diagnostics have been performed on pump or catheter at this time. Final pt outcome was not reported.